Manufacturer narrative:
The device and lot number were not available for eval. Numerous attempts were made to contact the reporter by phone. No calls were returned. Written correspondence was sent and no response has been received to date. The regional authorized provider was contacted by phone and no calls were returned. Written correspondence was sent and no response has been received to date. To date, no add'l info has been obtained regarding the event or the device. In the event add'l info is obtained, a follow-up report will be submitted.

Event description:
On 01/02/2007, bluesky medical became aware of a bluesky mfg prod in the FDA maude database, adverse event report. The following info was received from the initial reporter: pt had a traumatic event to his left leg in 2005. Treated by ortho with debridgement. Wound vac (kci) placed. Referred to wound clinic, with vac therapy, wound improved. Planned for skin graft. Therapy changed without rptr's knowledge two mos later to bluesky sys. Arrived to or. Not graftable. Wound deteriorated / infected. Reapplied kci vac. Grafted 2 mos later. Wound closed.